Event description:
Intermittent catheter patient (user) reported difficulty inserting catheter according to manufacturer's recommendations and recognized best practices. The recommended insertion method involves hydrating the hydrophilic coating on the catheter prior to insertion by bursting a water packet contained within the device packaging. Due to initial insertion difficulty the patient decided to discontinue lubricating the catheter with the included water packet and began applying his own ky jelly to catheter. This is not an approved lubrication method for the hydrophilic catheter and provides an unknown level of lubricity. The patient reported that over a period of at least 6 months of using the unrecognized insertion method he experienced bits of blood clots and blood in his urine. Ultimately he was admitted to the hospital to have a super pubic catheter inserted to drain his bladder due to excessive bleeding experienced during self-catheterization. Patient reported he is now doing fine draining his bladder with the super pubic catheter and is still being evaluated to determine if he will return to intermittent self-catheterization.